Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4), a microbore catheter extension set with one-link connector in which the one-link burst. According to the report, the device was hooked up to a patient and when the facility injected an unknown medication into the one-link connector, it burst. Blood leaked from the patient as there was an open line coming from either the angiocatheter or an IV without a cap. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.